Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the insulin pump is not delivering correctly. The customer had no symptoms. The customer treated for the high blood glucose level with a bolus from the insulin pump. The current blood glucose level was 300 mg/dl. The customer did troubleshoot the issue and found air bubbles in the infusion set tubing. The insulin pump will not be returned for analysis.